Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In case of this complaint, it is possible that an incorrect deflation technique was used, or the saline-contrast mixture was too thick, hindering the device to deflate; however, cannot be conclusively determined. Based on the available information and investigation results as assignable cause of undetermined was assigned to the as reported issue 'nv ¿ balloon difficult/unable to deflate', as the device was not returned, and review and analysis of all available information failed to indicate as assignable cause.

Event description:
It was reported that during preparation prior to the procedure, the balloon catheter could not be deflated. The guidewire was removed; however, the balloon catheter was not deflated. Another device was used to complete the procedure. There were no clinical consequences to the patient as a result of this event.